Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 298 mg/dl with large ketones and an injection of insulin was used to address the bg level. The cartridge, infusion tubing and site was changed. As the supplies to the pump had been changed, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.